Manufacturer narrative:
Corrected fields: device available for evaluation. It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The component was returned for evaluation. A film was found on the device. Sutures were attached to the catheter material and the material was kinked at the sutures 4.6 cm and 12.2. Cm from the tip. The codman label was missing from the connector. The device as cleaned. The sensor passed electronic, noise, linearity/hysteresis and signal drift tests. A review of quality records for the component found the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good manufacturing records could not be performed, as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device an evaluation will be performed and a follow-up report will be submitted.

Event description:
It was reported by the affiliate that the icp microsensor had inaccurate readings after implantation and the device was removed. The patient was admitted to the hospital under urgent circumstances, and the icp sensor was implanted under the dura. Zero was performed prior to implant; however, after surgery, a three-digit zero reference value was displayed, but it was left in the patient without pressing "menu key". Zeroing was performed manually with a half-remembered zero reference value. Immediately after the surgery, the icp value of the reference value was stable at around 5 mmhg, but it increased rapidly from 30 mmhg to 50 mmhg. Therefore; an urgent CT was done, but there was no symptom of intracranial hypertension. For the following 5 days, CT follow-up was performed every time the icp value rises and falls; however, each time there was no symptom of intracranial hypertension. The patient's prognosis was good, so the icp sensor was removed. No further information was provided by hospital. The product will be returned to your site.